Event description:
A (B)(6) male patient called zoll customer support to report "adjust belt" alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. The root cause of the belt messages was a defective u1 microprocessor. The u1 component on ECG d was producing a low output. No adverse event resulted from the defective u1 component. The patient received a replacement electrode belt.